Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined that the reported difficulty advancing the device and balloon rupture appear to be related to operational context. There was no leak noted during preparation or during the first inflation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the moderately tortuous and moderately calcified anatomy resulting in the reported difficulty advancing the device and subsequently the balloon became damaged and ruptured during the second inflation. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with moderate calcification and moderate tortuosity and 90% stenosis. The 2.0x15 mm nc trek neo balloon dilatation catheter (bdc) was advanced to the target lesion for pre-dilatation with resistance with the anatomy noted. The bdc ruptured during the second inflation with 8 atm. The bdc was subsequently removed from the patient. A new trek balloon was used to continue the procedure. There were no adverse events to the patient and no clinically significant delays in the procedure were reported. No additional information was provided.